Event description:
This customer reported that on a retrospective review of code data, they found an event in which the device aborted the shock. The involved pt died.

Manufacturer narrative:
(B)(4). This customer reported that on a retrospective review of code data, they found an event in which the device aborted the shock. The involved pt died. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.